Manufacturer narrative:
The actual sample was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was defective. The defect was further described as a leak coming from the area where the valve set was connected to the eva bag. This issue was identified during priming. No additional information is available.